Manufacturer narrative:
Investigation summary: customer returned (43) unopened 32gx4mm bd pen needles from lot# 0094483. The customer reported that the needle is not priming. 30 out of the 43 returned pen needles were tested for flow using a test pen injector. All 30 tested samples were able to expel properly. No defects were observed. Lot#0094483 DHR was reviewed and no qn found. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA/sa is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that pen needle 32x4 asia xtw was unable to deliver insulin. This occurred on 8 occasions. The following information was provided by the initial reporter: needle not priming. Credentialed diabetes educator emailed on behalf of her patient (client). "Client reports she has had 5 ¿ 8 of the needles not allow passage of insulin (failed priming check); she has not finished the box."